Event description:
The reporter indicated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the lens went into the eye the wrong way. The lens was removed with no patient injury. The backup lens was implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. The most likely cause of the event was user error. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility returned the laf card to the manufacturer and indicated on the card "mfg defect".